Manufacturer narrative:
Reported event of extra piece of plastic inside catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation, they noticed that there was resistance loading the device on the guidewire and noted that there was an ¿extra piece of plastic¿ trapped inside the cannula. It was confirmed that the mandrel was removed before the procedure. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results visual evaluation of the complaint device revealed that the ramp mandrel was protruding from the balloon. Functional analysis was performed and a .035 guidewire was advanced through the introducer but could not exit the distal tip due to the ramp mandrel blocking the balloon tip. The noted defects likely occurred because the ramp mandrel was not removed prior to guidewire insertion resulting in the mandrel being moved down the guidewire lumen and blocking the distal tip of the balloon. The directions for use (dfu) states that during preparation, the guidewire ramp mandrel should be removed, and is identified with a small flag. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during preparation, they noticed that there was resistance loading the device on the guidewire and noted that there was an "extra piece of plastic" trapped inside the cannula. It was confirmed that the mandrel was removed before the procedure. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.